Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated that the pump was experiencing power interruptions. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the black box history from the alleged date of event was overwritten due to continuous use of the pump. There is no evidence of the pump intermittently rebooting. The battery compartment was intact and the battery cap was able to fully tighten to the pump. During testing, no power loss was observed; the pump was exercised for 24 hours and no power issues or warnings occurred. The pump was opened and no damage/defect was found. The complaint could not be duplicated.